Event description:
Dialysis set found to be leaking at the "fill end" of the stopcock on the set. Set was hung two weeks ago and was due to be changed three days later. So it had to be changed a day early. The patient had peritonitis so frequent changing of the set is not in the patient's best interest. We are awaiting the MFR response.